Manufacturer narrative:
Date is approximate. Other applicable components are: product ID: 3889-28, lot# va1gf8q, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1gf8q, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient met with manufacturer representative who informed them that only one of the four leads/electrodes was working. Caller stated they adjusted the stimulation to see if the one functioning lead would take over and help with their symptoms, but it never did. Caller stated they ended up having an x-ray done to check the issue and then they would go from there. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they met with their manufacturer representative in march and had x-rays done, but they never got the results. No further complications reported/anticipated.